Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a laparoscopy, right ovarian cystectomy, bilateral salpingectomy, hysteroscopy and retropubic sling implant (bladder neck) procedures performed on (B)(6) 2019 to treat a patient with chronic pain, heavy menstrual bleeding and ovarian cyst. The patient was experiencing chronic vaginal pain. Upon examination under anesthesia, the patient had a 5 mm vaginal mesh exposure at the midline. On (B)(6) 2020, the patient underwent a complete removal of the mid-urethral sling, pfannenstiel incision, rigid cystoscopy and gynaecological examination under anaesthetic procedures.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, explant procedure date, as no event date was reported. This complaint was received as litigation from a legal source in australia. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).